Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (67 mg/dl) on multiple occasions. Reportedly, customer's health care professional adjusted the pump settings and caused the customer's bg's to become low. Customer drank juice to stabilize bg levels.